Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2990k is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the control body fluid damage, the r/l pulley wire fluid damage, the lcb distal cover glass fluid damage, the segment compressed, the suction channel buckled, the segment corroded, the air/water nozzle missing, the operation channel leak, the insertion flexible tube (ift) leak, the light guide cable leak, the root brace rubber cut, the junction case loosened, the u/d pulley wire worn out, and the root brace rubber flared; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).